Manufacturer narrative:
Report confirmed. The footed portion was cut and detached. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
Report received indicating that the footed portion of the attachment broke off during a procedure. There was no patient impact reported. On follow-up it was noted that the condition was identified immediately after cutting the flap and the broken portion of the attachment was quickly recovered from the patient. It was confirmed that there was no patient impact.